Event description:
On (B)(6) 2013, it was reported that after a procedure was performed on (B)(6) 2013, using prophy-jet powder and next prophy paste, a patient experienced difficulties breathing. The next day blisters appeared on his mucosa, cheeks and tongue. He also experienced a numbing sensation on his tongue. As a result, the dentist prescribed magic mouth rinse, which is a combination of benadryl and kaopectate. During a follow up visit on (B)(6) 2013, it was noted that the symptoms had improved. The dentist stated the patient used the prophy paste in the past without a reaction.

Manufacturer narrative:
While it is unknown if the prophy-jet powder used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.